Event description:
During a routine interrogation of the ICD on july 23rd after the patient had undergone weeks of radiation treatment, the programmer displayed a device parameter error message and indicated all functions off. Further attempts to interrogate the device were unsuccessful. A review of the interrogation printouts indicated that the device had reset and was possibly pacing at a high rate. However, it appears that the ICD had immediately reset again because on monitor the patient was intermittently pacing at only 60 ppm. The ICD was explanted on july 25th.